Manufacturer narrative:
Bayer case number: (B)(4) stomach pain [stomach pain] , speech problems [speech disorder], concentration problems [concentration impairment] , repeated otitis [otitis] , asthenia [asthenia] , depressive state [depressive state] , memory loss [memory loss] , feeling anxious [feeling anxious] , loss of confidence [loss of confidence] , loss of motivation [lack of motivation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-jun-2025. The most recent information was received on 14-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain upper ("stomach pain") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1101 days after essure insertion, she experienced speech disorder ("speech problems"), disturbance in attention ("concentration problems"), ear infection ("repeated otitis"), depression ("depressive state"), amnesia ("memory loss"), anxiety ("feeling anxious"), psychiatric symptom ("loss of confidence") and apathy ("loss of motivation"). On unknown date she experienced abdominal pain upper (seriousness criterion medically important) and asthenia (" asthenia"). At the time of the report, the speech disorder, depression, amnesia, anxiety and psychiatric symptom had not resolved. The outcomes for abdominal pain upper, disturbance in attention, ear infection, asthenia and apathy were unknown. No causality assessment was received for essure with regard to speech disorder, disturbance in attention, ear infection, abdominal pain upper, asthenia, depression, amnesia, anxiety, psychiatric symptom or apathy. The reporter commented: patient's current status: feeling anxious, speech disorder, loss of confidence, depression, memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) stomach pain [stomach pain], speech problems [speech disorder] , concentration problems [concentration impairment] , repeated otitis [otitis] , asthenia [asthenia] , depressive state [depressive state] , memory loss [memory loss] , feeling anxious [feeling anxious] , loss of confidence [loss of confidence], loss of motivation [lack of motivation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain upper ("stomach pain") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1101 days after essure insertion, she experienced speech disorder ("speech problems"), disturbance in attention ("concentration problems"), ear infection ("repeated otitis"), depression ("depressive state"), amnesia ("memory loss"), anxiety ("feeling anxious"), psychiatric symptom ("loss of confidence") and apathy ("loss of motivation"). On unknown date she experienced abdominal pain upper (seriousness criterion medically important) and asthenia (" asthenia"). At the time of the report, the speech disorder, depression, amnesia, anxiety and psychiatric symptom had not resolved. The outcomes for abdominal pain upper, disturbance in attention, ear infection, asthenia and apathy were unknown. No causality assessment was received for essure with regard to speech disorder, disturbance in attention, ear infection, abdominal pain upper, asthenia, depression, amnesia, anxiety, psychiatric symptom or apathy. The reporter commented: patient's current status: feeling anxious, speech disorder, loss of confidence, depression, memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.